Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the operation channel (primary) blocked. Based on the result, we concluded that it was caused due to the inadequate/insufficient reprocessing at the facility on the operation channel (primary). In addition, our technician confirmed that the suction channel buckled, the angle wire play, the segment steel braid deformed, the objective lens scratched, the lcb distal cover glass scratched, the lg prong top dirty, the lg prong top loose, the distal body worn out, the insertion flexible tube lump/wave, the operation channel (secondary) resistance, and the segment partial cut or partial disconnection of steel braid ; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0588 (channel)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Operation/suction channel clogged.